Event description:
It was reported that during a t2 nail surgery, the drill bit idled when drilling the distal screw hole of the nail, resulting in the generation of wear powder of the resin. It was also reported that there was no pt or user injury and there was no delay to surgery. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The drill bit subject to this investigation was not returned to MFR for eval, it was discarded. Lot number info has not been provided to permit further investigation. The root cause is undetermined.